Manufacturer narrative:
Philips service replaced the xsc chassis and confirmed miu replacement was not required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent lateral fluoro failure occurred due to an xsc issue on a allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.